Event description:
Nurse used dakins solution in combination with kendall curity amd gauze sponges to perform a dressing change. While preparing the dressing, the nurse poured dakins solution on the gauze and noted the gauze changed from white to yellow and put off a strong odor. The following day, she noted an increase in the necrotic tissue around the wound she had dressed the previous day. At this point, the dakins was discontinued and the amd gauze was used with normal saline instead of dakins, and thereafter, the wound improved. The package labeling on the dressing states that "curity amd dressings can be used in conjunction with prescribed therapy". Product information found at MFR's website states that "dakins solution may inactivate phmb", the active ingredient in this amd gauze. It further states "this will impact dressing efficacy but should not be dangerous to patient health." In this experience, the nurse observed an increase in necrotic tissue after the combination was used, which we believe is dangerous to patient health, and therefore, needs to be included in package literature and warnings on the packaging of the product.